Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland.

Event description:
Reference number: (B)(4). Event occurred in finland. It was reported that the patient incorrect insertion of the cannula on (B)(6) 2025. No further information available.